Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to excessive lateral or side to side force which is misuse abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The lot number was unknown; therefore, the device manufacture date is unknown as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report 2of 3 for the same event: it was reported from (B)(6) that during a left frontal craniotomy surgical procedure, it was discovered that three cutter devices sheared off from the shaft. According to the report, due to their growth/neurological deficit, the bone was a lot thicker for a patient of that age. The reporter further stated that the patient was on medication that would have contributed to increased bone density. The surgeon advised that the registrar who performed the craniotomy used the drill too forcefully, considering the thickness and density of the bone. There was a three minute delay to the planned surgical procedure. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Lot number and device manufacture date: the device lot number was not provided by the reporter in the initial report. Therefore, the lot number and manufacture date was documented as unknown. Upon receipt of the device, the lot number was identified as h343098101. The device manufacture date was updated as sep 10, 2014. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.